Event description:
Reporter indicated that the patient had asystole for 2-3 seconds during the first lead test at implant surgery. Pt's heart rate was back up to 58 before the lead test finished. The dc-dc code was 2, indicating proper device function. During the second lead test, the patient's heart rate dropped to 28 and back to 60 before the lead test was finished. The dc-dc code was 1 on the second lead test, again indicating proper device function. The patient's resting heart rate was 68. The implant procedure was completed without further incident. Patient was seen for follow up visit in 12/01. The device has not yet been programmed to on.